Manufacturer narrative:
Correction: the correct catalog number is 92135; not 35 as previously reported. This report is filed march 27, 2014.

Manufacturer narrative:
(B)(4). Device is not available for analysis.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.